Manufacturer narrative:
Reference record: (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced pain at the stoma site and was diagnosed with a stoma site infection. The infection was treated with flucloxacillin oral antibiotic.

Event description:
Updated lot # provided.

Manufacturer narrative:
Reference record (B)(4). Additional information added.